Event description:
It was reported that the customer had high blood glucose levels of about 550 mg/dl. The customer treated with a manual insulin injection. The customer reported that there was a leak near the reservoir of the insulin pump. The exact location of the leak could not be determined, but there was a smell of insulin. The customer also reported having had surgery the day before which could be the reason for the customer's high blood glucose levels. The customer was advised to call back should the issue recur in order to properly troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.